Manufacturer narrative:
Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner, stained end cap sticker, small crack on the end cap and corroded battery tube. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that there were cracks near battery compartment. Customer's blood glucose was unknown. Insulin pump would need to be replaced.